Event description:
The ICD was explanted and returned for analysis when eri was observed 29.9 months post-implant.

Event description:
The ICD was explanted and returned for analysis when eri was observed 29.9 months post-implant.